Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire of kit was very flaccid - weak. It was stated wire and sheath recurrently buckled when trying to advance sheath into vein. Once wire was withdrawn, it was noted that it was irregular and nearly fractured. Wire very flimsy. User found the PICC kit inadequate.